Event description:
It was reported to the company that patient reportedly experienced sound quality issues with his device after being hit by a tree. Testing performed showed that the implant was functioning. The surgery to explant patient's device has not been scheduled.